Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention" and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product. This device can remain permanently implanted.

Event description:
According to the notice received by way of a civil action complaint filed on august 31, 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2017. The patient had a CT scan of the abdomen and pelvis performed by dr. (B)(6) approximately 5 years later, on or about (B)(6) 2017 which allegedly found that six legs of the filter perforated the wall of the inferior vena cava, with one leg contacting the duodenum and one leg contacting the spine. The patient alleges ¿significant injuries¿ including perforation which poses ¿an increased and progressive risk of perforation of surrounding vital organs¿ and poses ¿an increased and continual risk¿ of complications which has led to severe fear, stress, anxiety and loss of enjoyment. Argon¿s attorneys are attempting to gather additional information.